Manufacturer narrative:
(B)(4). Report source: japan. Device evaluated by MFR: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Hospital discarded as biohazard.

Event description:
It was reported that during the surgery, the needle of this product was fractured while the surgeon tried to push out the anchor from the device follow the normal usage. Fortunately, the fractured needle was removed from the patient's body, so there is no remains inside of patient's body. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.